Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photos noted: the first image depicts the obturator and trocar along with other surgical instruments on a green surgical cloth. The instruments are blood stained and a gouge is visible at the distal end of the cannula. The second image depicts a close-up view of the gouged cannula along side another cannula. There is a ruler present at the distal ends. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Replication of the reported condition may occur when the distal end of the device come in contact with a cauterizing device during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic trans-oral thyroidectomy, the trocar was found with a hole at the distal end during removal. Once this damage was identified, efforts were made to find any possible missing piece that was left within the patient. Upon x-ray, no foreign body was identified. A new trocar was inserted into the patient in order to perform final checks for any possible piece within the patient. Further checks did not turn up any foreign body, and the incision was subsequently closed. Upon initial check thermal damage was suspected as the optical trocar was positioned parallel to the working ports. A competitors device was inserted through the lateral working ports, and this could potentially have damaged the trocar due to thermal spread.